Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: visual analysis indicates, "a crack is observed at the 3mm luer lock level." Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm® ultra plus the luer lock had cracked. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.